Event description:
Clinician narrative: impella cp support was initiated via femoral access in a 64-year-old male with a history of coronary artery disease and diabetes mellitus who underwent a high-risk percutaneous coronary intervention, including coronary angioplasty, stent placement, and shockwave coronary intravascular lithotripsy. The procedure was completed without reported complications, and the patient was transferred to recovery. Approximately ninety minutes later, the patient experienced acute clinical deterioration with cardiac arrest requiring resuscitative efforts. Per the treating physician, the event was attributed to the patient¿s low ejection fraction, limited cardiac reserve, and the increased physiologic demand associated with paralytic medications administered during intubation. Review of the event did not identify findings suggesting device contribution to the reported outcome. The device will be coded for hemodynamic instability, most likely related to the patient¿s underlying cardiac dysfunction and limited physiologic reserve and will also be reported for death; however, the death is being recorded conservatively. No causal relationship between the impella cp and the reported patient death was identified.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.